Event description:
Received a report from (B)(6) of 2 over infusions of dilaudid due to the hospital receiving devices that had the wrong network configurations and a data set from a different hospital. The 2 incidents occurred on the same pt, involving 2 different systems. This report is for the first incident. See MDR #2016493-2011-00627 for second incident. The dilaudid concentration in the syringe was 1 mg/1 ml but it was later discovered that the standard concentration in the wrong data set was 0.2 mg/1 ml and the nurse had selected that setting. Other programming parameters are unk. The pt went into respiratory distress at 1430 and became cyanotic with respiratory rate of 6 per min, intermittent apnea and o2 sat in the 30s. The pt was bagged and had a code 99 called. Narcan 0.4 mg was given and the pt had spontaneous breathing within 5 mins. The pt was transferred to ICU, stabilized and remained there for monitoring until (B)(6) 2011. The md thought 10 mg of dilaudid had infused over about a 1 hour period. The system was quarantined and sent to the (B)(6) district office.

Manufacturer narrative:
(B)(4). Customer stated that product will not be returned because their internal review has identified the root cause of the event. Their reported root cause is the incorrect data set on the device would not allow the user to enter correct programming. (B)(6) is reviewing its processes to make sure all devices have correct network configurations and correct data set before being put in use when transferred to a different facility.